Event description:
It was reported that the patient underwent a revision surgery due to a post-operative breakage of the posterior spinal rod/plate.

Manufacturer narrative:
The device or applicable film studies have not been returned to medtronic for evaluation. Unable to determine cause of the event.